Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that after opening the battery pocket/incision site, the wireless recharger (wr) was draped and tried connecting intra-op. There were no issues.

Manufacturer narrative:
H3: analysis of the ins had shown that there were no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient is still having difficulty charging their device so surgical intervention is planned for feb-28th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the recharging issue was not determined. The ins remains in use but charging is very difficult as it loses connection. There will be an intraop investigation towards the end of next week.

Event description:
It was reported that a patient underwent battery replacement on (B)(6). About 2 weeks later, the patient came back for wound inspection and wireless recharger (wr) education. The manufacturer representative (rep) and patient were unable to establish a connection between the implantable neurostimulator (ins) and wr. There would initially be a connection, but it was lost very quickly, and the spinning green light appeared and wr started beeping. Additionally, there appears to be some swelling and fluid accumulation around the patient's implant site. The rep believes that this could be contributing to the connection issue. The rep also interrogated the ins with their tablet and had no issues; impedances were all within range. Troubleshooting with two other rechargers was also performed, but experienced same issue. The rep will visit the patient in the hopes that there will be a further reduction in fluid around the site. They will also bring a brand new wr and the older version for troubleshooting. The patient's current ins battery level is 50%. Additional information was received reporting that the rep visited the patient on (B)(6). The patient is still unable to establish a connection with the wr and is currently using their old model recharger to charge the ins. The coupling on the recharger is also only 2 out of 8 boxes, which is not a sustainable solution. They are still waiting for the swelling to subside before using the wr again. It does look like the scar tissue could be interfering with the connection. The patient consulted with the surgeon, who stated the wound appears to be fine. The rep has not had a chance to speak with the provider on this issue as yet and the surgeon is on leave. Additional information was received from a manufacturer representative (rep) reporting the patient is facing the same issues of being unable to establish a connection with their wr. The patient is questioning the components of the ins. The rep would like to rule everything out before the patient goes for another battery change (which the patient is against). The moment the patient removes it from the skin or switches it off, it connects again and then it loses its connection. The rep has tried the following: waited for weeks for the fluid in the pocket to subside before charging, tried 3 different wrs but unable to establish a connection, currently using an older model recharger to charge the battery but with 2 out of 8 boxes, which means charging is possible but very slow and not acceptable to the patient. They work and sitting for extended periods to charge is not a feasible option and reset on the battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.